Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in overall good condition. Event history log confirmed the reported issue. Functional testing was able to replicate the reported issue. The root cause was determined to be a faulty air in line (ail) sensor. The ail sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a constant alarm for ¿air in line.¿ it is unknown if there was patient involvement and unknown if there were any adverse patient effects.